Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date: (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post pace during exertion. Follow up with the physician's office indicated that the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.